Event description:
During a left hemicolectomy, the device misfired. The device punctured holes into the bowel but it did not crimp the staples down nor did it cut the specimen as it normally does. A second device was used to resect the damaged bowel and to complete the procedure. The entire anastomosis was also oversewn by the doctor; almost an abdominal peritoneal resection. Operating room time was extended just a few minutes. The device will not be returned.